Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received a cartridge alarm during the load sequence. Customer¿s blood glucose level ranged from 288-289 mg/dl. Reportedly, customer was able to successfully load a cartridge.